Event description:
The consumer reported four false negative results with the binaxnow covid-19 antigen self test otc, 2 test pack. The first two tests using both tests from the pack was performed on (B)(6) 2021 at 7:08pm est. The test was performed using a nostril swab sample which produced a negative result. Repeat testing using the binaxnow covid-19 antigen self test otc, 2 test pack, using both tests from the pack was performed on (B)(6) 2021 at 7:34pm est. Both tests were performed using a nostril swab sample and both tests produced a negative result. Confirmation pcr testing was performed on (B)(6) 2021 at 8:30 am est which generated a positive result. No adverse patient health effects were reported. No additional patient information, including treatment and outcome, was provided. This manufacturer report addresses false negative results for lot number 170845 2 of 4.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided. Related reports: 1221359-2022-00014-in, 1221359-2022-00016-in, 1221359-2022-00017-in.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: d1, g3, g6, h2 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 170845 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 170845 and device part number 195-430h / lot 168668. The lot met the required release specifications. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is 0.001%. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. Based on the above summary, the investigation is deemed closed. The product will continue to be monitored and tracked.